Event description:
The event involved a microclave¿ blue connector and occurred in the emergency department, medical imaging area/radiology under surgery and critical care department. The customer reported the device failed during injection of CT contrast, blew through causing leakage at septum exposing patient to the CT contrast. There was no patient harm after the contrast medium exposure. The event occurred during patient use; it was used for 1 day following a CT contrast medication. It was also stated the customer further stated that there were no holes/cuts/tears noted on the product. Immediate action taken was; patient had new attachment placed on lumen of cvad access to prevent any further potential leaks as patient is for nuclear medicine appointment post CT, as per orders from oncology team. It was also reported that there was no treatment required since there was no harm and no changes in the current setting. The event occurred during patient use, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Manufacturer narrative:
On 5/20/24 forty-three new 011-c3300t microclave blue connectors were received for inspection. No defects or anomalies noted. Each microclave was tested for high pressure infusions and then leak tested per product specifications. There were no failures. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.